Event description:
Initial event description: pt had post-op bleed 8 days after surgery.

Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the MFR. The facility did not retain the device for eval, a failure analysis of the complaint device could not be completed. Investigation of the lot history record did not note any issues during the mfg of this lot. Male pt, (B)(6) years of age, had a post-op bleed 8 days after surgery. Bleeding controlled in physician's office with silver nitrate.